Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. The tip cover accessory was installed on a test instrument and tested on a test system. The instrument was driven in all directions, and the tip cover accessory remained on the instrument during the entire testing process. The instrument was installed and removed from the system's cannula several times with no issues. The tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned with the tip cover accessory and measured from .026¿ to.188¿ in length. There were no signs of thermal damage present at the end of the tears. The most common cause of tears at the mouth is repeated thermal and mechanical stresses. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this event involved the tip cover accessory falling inside a patient and being successfully retrieved with no lasting permanent impairment of a body function or permanent damage to a body structure occurred. However, an unintended item falling inside the patient may require surgical intervention. At this time, it is unknown what caused the tip cover accessory to fall off of the mcs instrument and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip cover accessory fell of the monopolar curved scissors (mcs) instrument. The tip cover accessory was immediately retrieved with a laparoscopic grasper during the same procedure. A backup instrument of the same kind was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was not recorded on video. Reportedly, the tip cover accessory was installed correctly and when the surgeon moved the mcs inside the abdomen, the tip cover simply fell off.